Manufacturer narrative:
Reporter phone number -(B)(6).

Event description:
It was reported the ventilator was unable to display tidal volume. The ventilator was being set up for patient use when the reported issue was discovered. There was no patient harm nor delay to therapy reported. The authorized service provider (asp) checked the ventilator and found a co2 rebreathing risk error. The asp replaced the flow sensor assembly, and the issue was resolved. The device was restored to its full functionality.